Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that exposure was not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the planned coronary treatment was performed by the customer when the issue occurred. The procedure was completed by sending images/runs straight to pacs and then deleting. The philips field service engineer (fse) inspect the system onsite and confirm that the exposure was not possible and image disk was full. Upon troubleshooting, fse checked the system and found hdd issue. To resolve this issue, fse replaced hard disk. Later the issue reoccurred and fse replaced ippc in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.